Event description:
Sales representative contacted regulatory (B)(6) 2013 and reported that a physician had contacted her regarding an injured patient. The physician told the sales rep that he had performed the prostiva treatment and viewed the procedure with the use of a camera. The procedure was completed and no sign of any problem was observed. The patient was then sent home with a foley catheter, which is standard. Later that day, the patient went to the ER in extreme pain and wasn't producing urine. The physician told the sales rep that he changed out the foley catheter, but the patient still did not produce urine. The patient was admitted to the hospital and upon cystoscopy the bladder "looked like mozzarella cheese." The physician told the sales rep that the bladder appeared to have been burned.

Manufacturer narrative:
Urologix has contacted dr (B)(6) office (B)(4) 2013 requesting additional information. However, information has not been provided at this time that can confirm the information reported through the urologix sales representative. If the treating physician supplies additional information in the future, a supplemental report will be filed.